Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. No excessive no delivery alarms noted. Unit was received with cracked reservoir tube lip.

Event description:
Customer reported that she had unexplained high blood glucose. Customer went to the emergency room and was hospitalized. Customer's blood glucose reading at the time of the emergency room visit was 439 mg/dl. Customer stated that she had a stroke early this year and lost the use of one arm. Troubleshooting was performed, and the insulin pump failed the high-pressure test twice. Nothing further was reported.